Event description:
Same cases as MFR report # 2134265-2008-00060 and #2134265-2008-00062. It was reported that following a coronary artery drug eluting stenting treatment procedure stent thrombosis occurred. The 75% to 90% stenosed, 16mm in length, target lesion was in the left main trunk (lmt). Intravascular ultrasound (ivus) was used. The lesion was predilated with an unknown type 3.0x15mm balloon. A 3.0x16mm taxus express2 drug eluting stent (des) was deployed in the lmt at 12 atmospheres (atms). Post-ivus showed that a "hematoma shift" had caused a new stenosis in the bifurcation between the proximal left anterior descending (lad) and the 1st diagnonal (diag) artery. A 2.5x16mm taxus express2 des was implanted in the proximal lad at 12 atms, overlapping the 3.0x16mm taxus express2 des. The ostium of the 1st diag appeared to contain residual stenosis. The lesion was predilated with an unknown type 2.25x15mm balloon and a 2.5x24mm taxus express2 des was implanted at 9atms in the 1st diag. A "hematoma shift" resulted in "no flow" being noted distal to the 2.5x24mm taxus express2 des. A 2.25x18mm non-bsc bare metal stent was implanted to treat the distal "hematoma shift" with 2mm of overlap with the 2.5x24mm taxus express2 des. The lmt to the proximal lad was dilated with an unknown type 3.0x15mm balloon. Post ivus performed showed no residual stenosis noted in the lmt. Blood flow was improved "totally". There were no complications reported. The pt was given clopidogrel 300mg, aspirin 100mg and heparin 10,000u on the procedure date. The pt was prescribed 75mg clopidogrel and 100mg aspirin. The pt was given 10,000u of heparin for 6 days. Seven days after the procedure, the pt reported chest pain and thrombosis was discovered. There was no flow noted in the 3.0x16mm taxus express2 des. The lmt to the proximal lad, 1st diag and the proximal left circumflex (lcx) were created with a non-bsc aspiration catheter and an treated with a non-bsc aspiration catheter and an unknown type balloon. T-pa was administered. Blood flow was improved. Timi flow 3 was noted. After the procedure the pt continued to take clopidogrel 75mg and aspirin 100mg. The pt was started on cilostazol 200mg and 20,000u of heparin. The exact cause of the thrombosis is unknown and the relationship to the taxus stents is unknown. It was reported that the "stents in the lmt and the proximal lad may have not been post dilated completely though timi flow 3 was obtained during post-ivus. The pt remains hospitalized in the ICU.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review of the product family will be conducted. If there is any further relevant info from that review. A supplemental medwatch will be filed.